Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the above investigation results, the falling of the cable was confirmed. It is therefore possible that the reported phenomenon ¿image is flickering¿ occurred because the video function did not work properly due to the fallen cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the image disappeared temporarily due to a break in the cable which caused interference and stripes in the image. The displayed image was flickering. In addition, the coupler was worn due to physical/chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found the image disappeared temporarily. There was no harm or user injury reported due to the event.